Manufacturer narrative:
Updated field(s): describe event or problem. Other relevant history. Additional initial reporter(s): (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 2.8cm from the rear seal and measuring 0.013cm in length. Two kinks were found on the inner lumen within the membrane approximately 13.2cm and 22.1cm from iab tip. Additionally a third kink was found on the catheter tubing approximately 49cm from iab tip. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately twenty-two and a half hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. It was noted that the iab had been inserted the previous day. Prior to the call, the customer had confirmed the tubing was clear and connections were tight. They had also attempted pressing the iab fill key about four times but the alarm continued. At the time of the call, they had already switched out the iabp. It was confirmed that the patient was on a ventilator with 8 of peep. The getinge representative recommended decreasing the augmentation by two bars, pressing the iab fill, and restarting the iabp. The alarm continued. It was then recommended they lower the head of bed and log roll the patient so that the insertion site (left groin) was as flat as possible, then press iab fill and restart the iabp. Several minutes after restarting therapy, the alarm did not return. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03931.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. It was noted that the iab had been inserted the previous day. Prior to the call, the customer had confirmed the tubing was clear and connections were tight. They had also attempted pressing the iab fill key about four times but the alarm continued. At the time of the call, they had already switched out the iabp. It was confirmed that the patient was on a ventilator with 8 of peep. The getinge representative recommended decreasing the augmentation by two bars, pressing the iab fill, and restarting the iabp. The alarm continued. It was then recommended they lower the head of bed and log roll the patient so that the insertion site (left groin) was as flat as possible, then press iab fill and restart the iabp. Several minutes after restarting therapy, the alarm did not return. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03931.

Manufacturer narrative:
Occupation: nursing professional practice specialist. Complete initial reporter name: (B)(6). Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).